Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use a visi por stent system to treat a lesion in the prox iliac artery ¿ common exhibiting moderate calcification and tortuosity. No damage noted to packaging (i.e. Shelf carton, hoop/tray), no issues noted when removing the device from the hoop/tray, device was prepped per the IFU with no issues noted. It was reported that stent dislodgement occurred during delivery to/at lesion. Stent was dislodged at the distal end of the sheath. Deployed a 4mm visi pro stent past the stent, inflated and pulled back the stent into the sheath. Pulled stent back through the sheath and successfully removed from the sheath. The device did not pass through a previously-deployed stent, resistance was not encountered when advancing the device, excessive force was not used. No further patient injury reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A 7fr terumo sheath was used to treat the lesion. The lesion was pre-dilated, resistance was encountered at the distal end of the sheath at the lesion site. It was reported that the physician thinks the stent dislodgement occurred due to the interaction with the sheath. If information is provided in the future, a supplemental report will be issued.